Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an atrial flutter right (r-afl) ablation procedure with a smart touch bidirectional sf catheter, the patient experienced declined vital signs and cardiac perforation treated with tap. The patient was in ICU and passed away. It was reported that the procedure occurred normally, the smarttouch sf catheter was used to achieve "block" on the cti (cavotricuspid isthmus) line. It was a right sided procedure that did not cross the septum. The equipment functioned normal and there were no errors displayed. The physician left the room the patient had normal stable vitals. The patient vitals declined while they were in post op holding. There were no additional details provided, except that the patient was transferred to the cath lab for an "emergent tap." The patient was in the ICU over the weekend when they "passed away." The date of death is unknown. Bwi products used were smarttouch sf catheter, webster cs bi-directional catheter, soundstar catheter, and not available for return. The ngen generator and carto 3 system were used for the procedure. Information received indicated that a jnj rep was alerted to the adverse event on tuesday morning 30-sep-2025 by the account¿s usual clinical and promptly called the adverse event. The date of death occurred between (B)(6) 2025. The reporter indicated that a perforation occurred. The physician got femoral access w/o ultrasound guidance, then inserted a webster cs (coronary sinus) catheter into the patient¿s coronary sinus, then and original manufacturer 8f soundstar catheter to create a contour of the patient¿s cti line. The patient was actively in an arrhythmia determined to be typical flutter. The physician removed the soundstar and inserted an stsf ablation catheter. Using signal attenuation and fluoroscopy, the physician requested that we zero the force vector on the ablation catheter. Using rao (right anterior oblique) and lao (left anterior oblique) caudal standard views with the cti contour as a guide, the physician proceeded with an ablation at 50w and 999 seconds, and usual flow rate. During ablation, the arrhythmia terminated, and staff immediately came on pacing from the cs catheter at 600ms. Ablation continued until the physician determined that he achieved block over the cti line, via bi-directional pacing from the cs and ablation catheter. The patient left the procedure room in sinus rhythm and normal vitals. At this point the jnj rep left the room and did not have a firsthand account of the following events. While in post-op holding on friday afternoon, the patient decompensated and was bought into the cath lab for an emergent tap, with a perforation suspected. After this, the patient was held in the ICU at (B)(6) and unfortunately passed away sometime over the weekend. No transeptal puncture occurred during the procedure, although an abbott sro sheath was used for catheter stability. No assessment of pericardial effusion was made in the short time the physician had the soundstar catheter in the patient¿s body. Ablation was performed after drawing a contour of the patent¿s cti line. No evidence of a steam pop occurred during the procedure. Uncertain of when a possible perforation occurred, as the patient left the procedure room with stable vitals. An irrigated stsf ablation catheter was used, with the standard high flow settings used during the 50w ablation. Not certain of what surgical interventions were taken, other than they were rushed to cath lab, around 90 minutes after the patient left the procedure room. No certain of perforation location. The correct catheter settings were selected on the generator, and stsf was selected through the ngen generator. No known issues with irrigation during the procedure. No unusual error messages occurred on biosense equipment. The physician used both the real time graph viewer, the force dashboard, the live ablation toolbar, and force vector to visualize force. The physician did not use the visitag module to see his ablation locations (per his usual preferred workflow) and instead opted for manual ablation tags taken by the cas (myself). Visitag module was not used to track ablation location, per the physician¿s usual preferred workflow. The medical team took manual ablation points after a short time with catheter stability or when directed by the physician.